Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 26 mmol/l and ketone level was high. Customer administered an insulin injection to address bg. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous fluids of insulin and saline. High bg/ketones resolved with no permanent damage. Customer changed the cartridge and infusion set to resolve the blockage. Pump system check was performed with technical support. No issues were observed with the insulin, cartridge, or infusion set tubing/cannula. Customer was discharged on (B)(6) 2026.